Manufacturer narrative:
(B)(4). Medical product - unknown s3 proximal humerus plate catalog # ni, lot # ni.. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. MDR repots were filled for this event: 0001825034 - 2017 - 06641.

Event description:
It was reported that the patient is being considered for a revision surgery for an unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. The patient x-ray has been reviewed by a radiologist, with the following assessment of imaging: an ununited transverse fracture of the proximal humeral metaphysis is present which has been fixed with lateral plate and multiple screws. There is breakage of the lateral plate through one of the screw holes. There is medial displacement of the distal humeral fracture fragment and distal plate fragment. Radiolucencies are present about the screws, consistent with screw loosening. Radiopaque beads projecting lateral to the plate suggest patient is being treated for osteomyelitis. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is being considered for a revision surgery of a proximal humeral plate due to unknown reasons. Attempts have been made, and no further information is available. X-ray review indicates the plate is fractured and there is radiolucency present around the screws.